Event description:
It was reported that the device is blinking red x. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the device passed operation check. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined, however the battery replacement was recommended. The device remains at the customer site and no further evaluation is warranted at this time.